Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that farawave 2.0 was selected for pulmonary vein isolation procedure. A patient injury was reported following completion of the farapulse procedure. After discharge, the patient experienced eye related symptoms and reported visual field defects that were present post-ablation. An ophthalmology consultation resulted in a diagnosis of mild retinal micro arterial occlusion, and the patient was placed under observation. The procedure, including preparation and flush method was performed as recommended without any noted issues or complications during the intervention. The attending physician indicated that the possibility of branch retinal artery occlusion due to air contamination. The patient was placed under monitoring and they had currently recovered and is in good health. The procedure was completed with original device.